Manufacturer narrative:
A getinge field service engineer(fse) evaluated the iabp unit for the reported issue. The fse confirmed that the tether accessory was broken and replaced the broken tether accessory during preventive maintenance of the unit. The fse the conducted testing of the equipment and the unity passed all functional testing. The unit was released back to service after completion of preventive maintenance.

Event description:
It was reported that during routine preventive maintenance performed by a getinge field service engineer, it was discovered that the cardiosave intra-aortic balloon's (iabp) doppler tether was broken. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Update fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Upon further review and investigation, it was identified that the reported event involves doppler tether which is an accessory to the iabp and had no impact to the iabp performance. Therefore, the event is non-reportable to FDA. As a result, no follow up emdr is necessary. Please cancel in your database.